Manufacturer narrative:
The dimensions and rockwell hardness of the instrument met specification requirements. There was no pre-existing crack, fatigue or surface corrosion which could have caused the premature failure of this instrument. The remaining unbroken section of the working end was slightly bent backwards and did not match specifications. It is therefore likely in this case, that too much force was applied to this instrument which caused the instrument tip to fracture and break off. Additionally, the ehb3 was well beyond it's 4 year life expectancy, with a manufacture date of june 1994.

Event description:
During a dental procedure to remove a wisdom tooth, a heidbrink root tip pick broke approximately 2 mm from the tip of the instrument. The tip was not retrievable during the procedure and was inadvertedly pushed into the maxillary sinus. The pt was sent to an oral surgeon had a caldwell-luc procedure was performed to remove the tip. The pt was put on antibiotic therapy and is now recovering well. Hu-friedy manufacturing was made aware of this incident on 06/16/2008.